Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s catheter ¿came out¿ and the medication was being discharged into her fatty tissue. It was believed that the catheter had been in place for 7 years. The patient was going to have surgery to replace this soon. They were also going to ¿change out the battery¿ at this time. It was later reported that the patient recently went back to her previous healthcare provider (hcp) for care because she was not responding to dosage changes as expected. Another hcp concerned that there may have been a problem with the catheter. Upon x-ray in (B)(6), the catheter was coiled in her fatty tissue in her back and not in her spine. It was noted that the patient did have a back x-ray in (B)(6) 2011 for an unrelated reason and the radiologist noted that the catheter was in place. The patient was having that x-ray sent to her hcp¿s office so that they could hopefully see how the catheter had moved over the years. The patient did not believe that the device had failed, but that for some reason, the catheter had failed. The patient was scheduled to have a new catheter placed on (B)(6). At that time, since the pump was more than 5 years old and getting relatively close to the end of its battery life, the patient was also going to replace the battery/pump. The patient hadn¿t talked to the neurosurgeon yet about what exactly had to be done, including whether that had to excise the old catheter or whether it could stay where it was. It was noted that the patient would not meet the neurosurgeon until the end of may.